Event description:
The customer tested her blood glucose using her 2 elite meters and received readings of 238 and 275 mg/dl. She retested using her contour meter and received a reading of 74 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of her elite systems. Customer service contacted the customer a couple of weeks later. She stated that everything was working properly and she declined to return any product for evaluation